Event description:
Reportedly, the subject pacemaker was attempted to implant but it was not possible. It was not possible to be programmed in bipolar mode in the ventricular lead and since the patient was in asystolia, the emergency key of the programmer was pressed twice. Finally the device was not implanted and was returned for analysis. Another device was implanted.

Event description:
Reportedly, the subject pacemaker was attempted to implant but it was not possible. It was not possible to be programmed in bipolar mode in the ventricular lead and since the patient was in asystolia the emergency key of the programmer was pressed twice. Finally the device was not implanted and was returned for analysis. Another device was implanted.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed proper electrical and mechanical properties.

Event description:
Reportedly, the subject pacemaker was attempted to implant but it was not possible. It was not possible to be programmed in bipolar mode in the ventricular lead and since the patient was in asystolia the emergency key of the programmer was pressed twice. Finally the device was not implanted and was returned for analysis. Another device was implanted.